Event description:
An astron self-expanding stent system was chosen for treatment of a moderately calcified lesion (70 percent stenosis degree) in a bile duct. The device was advanced to the lesion, but the stent could not be released. After withdrawal of the device form patients body, it was tried again to release the stent, but it also did not work. Another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the distal end of the outer sheath being located about 5 mm distal to the distal radiopaque marker. The outer sheath is severely deformed (i.e. Buckled) over a length of about 15 mm, starting about 4 mm proximal to the proximal radiopaque marker. The outer sheath has further narrowed down about 415 mm distal to the t-connector. The proximal stent markers are slightly bent and touch the proximal radiopaque marker. In addition, the stainless-steel tube at the proximal end of the device was found severely deformed. Despite cleaning and flushing, the stent could not be released. Subsequent dissection of the device revealed that the blockage was actually located in the stent area. It appears that during the attempt to retract the outer sheath the stent was blocked and pulled against the proximal stent stopper. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer sheath. Both the buckling of the outer sheath distally and the and the narrowing of the outer sheath proximally were most likely induced as a consequence and by application of high forces. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Periodic review of the manufacturing process confirmed that the output was in conformity. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined. It should be noted that, according to the IFU, the astron self-expanding stent system is indicated for use in patients with atherosclerotic disease of the iliac arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e. G. Residual stenosis and dissection.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the distal end of the outer sheath being located about 5 mm distal to the distal radiopaque marker. The outer sheath is severely deformed (i.e. Buckled) over a length of about 15 mm, starting about 4 mm proximal to the proximal radiopaque marker. The outer sheath has further narrowed down about 415 mm distal to the t-connector. The proximal stent markers are slightly bent and touch the proximal radiopaque marker. In addition, the stainless-steel tube at the proximal end of the device was found severely deformed. Despite cleaning and flushing, the stent could not be released. Subsequent dissection of the device revealed that the blockage was actually located in the stent area. It appears that during the attempt to retract the outer sheath the stent was blocked and pulled against the proximal stent stopper. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer sheath. Both the buckling of the outer sheath distally and the and the narrowing of the outer sheath proximally were most likely induced as a consequence and by application of high forces. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Periodic review of the manufacturing process confirmed that the output was in conformity. Based on the conducted investigations, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined. It should be noted that, according to the IFU, the astron self-expanding stent system is indicated for use in patients with atherosclerotic disease of the iliac arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e. G. Residual stenosis and dissection.